Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav, the device experienced missing additive, underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it's important to see the difference the complaints open. We have two complaints with edta tubes (drawn volume, and delay in clotting). 20 tubes defective so far.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or underfill were observed. 190 samples of each batch were visually evaluated and no defects were found with the retain product for each batch, 5 more tubes were tested for draw volume and all results are within the acceptance criteria for the draw. In addition 5 samples from the retain samples were sent for clinical evaluation from each batch. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting& underfill) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for clotting & underfill.. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and underfill were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1145017. Medical device expiration date: 2022-08-31 . Device manufacture date: 2021-06-01 . Medical device lot #: 1151858. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-06-17 . Medical device lot #: 1051647. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav, the device experienced missing additive, underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it's important to see the difference the complaints open. We have two complaints with edta tubes (drawn volume, and delay in clotting). 20 tubes defective so far.